Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation grade 3-4. A xtw mitraclip was chosen for implantation. When attempting to deploy the clip, it opened during establishment of final arm angle (efaa) from closed to approximately 70 degrees. Efaa was attempted again but issue persisted. There was a delay that resulted in no patient effects. Two replacement xtw mitraclips were implanted successfully, reducing mr to grade 1-2. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa/establish final arm angle) was confirmed. Additionally, the harness was observed to be deformed and was noted to be wedged (jammed) between the binding plate and the connector. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information and the returned device analysis, the reported unintended movement (clip opening while establishing final arm angle) was a cascading event of the observed jammed harness and harness deformation. The cause of the observed jammed harness and harness deformation was unable to be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.